Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic. Device interrogation revealed overestimation of projected battery longevity. No intervention was performed. There were no consequences to the patient and would continue to be monitored.